Event description:
It was reported that patient was not able to get enough pain relief and was noted that patients paddle lead had migrated. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed. No further information was obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6) batch: 7060424.